Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the recess of the two (2) cannulated cruciform screwdrivers were broken. There were no surgical procedure and patient involvement. This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the inspection has shown that all four screw holding tabs of the cannulated screwdriver are broken off. The broken off tabs were not returned for evaluation. Material or hardness review: this instrument is made of stainless steel. During the DHR review the material was reviewed and the hardness value was confirmed to meet the specification. Summary: the complaint condition is confirmed as all screw holding tabs of the cannulated screwdriver are broken off. Based on the provided information we are not able to determine the exact cause of this occurrence. This production lot (h082125) was manufactured in august 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage such as providing torque with improper alignment could have contributed to complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot manufacturing location: supplier - flextronics america llc / inspected, packaged and released by: monument release to warehouse date: 31-aug-2016 part number: 314.463, cannulated cruciform screwdriver lot number: h082125 (non-sterile) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.